Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer was on lovenox from (B)(6) 2014. Limitations in package insert: "this test should not be used for patients on heparin therapy." This constitutes off-label use and cannot be ruled out as a possible root cause for the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of the product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant resulted compared with the reference. Results as follows:" warfarin, held (B)(6). Resumed normal unspecified dose (B)(6). Lovenox (B)(6); iron supplement, dose doubled on (B)(6)- exact dose not provided. Patient hospitalized (B)(6) for hernia surgery.